Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against unknown side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, e1, g1, g4, h4, h6.

Event description:
Healthcare professional reported rupture against left side. The device has been explanted.